Manufacturer narrative:
During follow-up with user facility personnel, they stated the employee experienced re-aggravation from a pre-existing condition when weight support was required for the device's lid during the reported event. A steris service technician arrived onsite following the reported event to inspect the innowave pcf sonic irrigator and found that one of the gas struts required repair. The technician reassembled the gas strut, tested the function and operation of the device and confirmed it to be operating to specification. The technician returned the unit to service, and no additional issues have been reported.

Event description:
The user facility reported that the gas strut supporting the lid to their innowave pcf sonic irrigator detached resulting in a shoulder injury to an employee. The employee sought medical treatment however, it was not disclosed the type of treatment received.